Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was noisy, making a grinding sound and overheating. There was no patient impact.